Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on july 12th reported based on the data that was submitted there were no changes. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the stimulation/therapy had been shutting off spontaneously, there was a possible device malfunction. The patient did not know what they were doing when this occurred. The patient had been checking their device using the controller when they noticed the ins was off. The saw this 3 or 4 times since implant ((B)(6) 2018). It was noted that the patient had this issue previously, but at that time it was determined that the patient was turning off inadvertently. The hcp confirmed that there were no patient symptoms. A confirmed device malfunction was not reported. The cause of the ins turning off unexpectedly was not reported. The action taken to resolve the event was the patient was to keep a diary of the occurrences, which will be obtained at the next visit on (B)(6) along with the mdt data file. Outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.